Event description:
A report was received that the patient was experiencing headaches and pain following the implant procedure. The physician prescribed the patient stadol nasal spray for the headaches and hydrocodone(oral) for the pain. The physician doesn't know the reason why the patient was having headaches but no further course of action will be taken as the patient is now doing well.

Manufacturer narrative:
Additional information indicates that a review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1110-02 serial#: (B)(4) description: ipg kit without pull-through tunneler model#:sc-2218-50 serial#: (B)(4) description:enh st ld kit, 50 cm.

Event description:
A report was received that the patient was experiencing headaches and pain following the implant procedure. The physician prescribed the patient stadol nasal spray for the headaches and hydrocodone(oral) for the pain. The physician doesn't know the reason why the patient was having headaches but no further course of action will be taken as the patient is now doing well.